Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (b)(4: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillator conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defib coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right ventricular lead measured high impedence. The lead was removed and replaced. There were no patient complications as a result of this event.